Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04/01/2020.

Event description:
The customer reported diagnostic codes related to 35 volt failure, blower stalled, auxiliary alarm supply failure and backup alarm failure. The customer reported that the unit was in use on a patient at the time of the reported event; however, there was no patient harm. Provision of medical intervention to prevent/preclude harm has not been confirmed, and therefore, has not been ruled out. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse also identified an intermittent navigation ring during service. The fse replaced the power management printed circuit board assembly and the problem was resolved. The navigation ring will be addressed in a separate visit.